Event description:
3/2005: the test strips involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed visual testing. The visual test failed due to chipped enzyme. At this time co considers this matter closed.